Event description:
The lead was returned to the manufacturer after being explanted due to a medical judgment/system upgrade and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant product: 5024m-52 lead, implanted (B)(6) 1998. (B)(4).